Event description:
It was reported that insulin pump was not functioning and infusion set was falling out. Customer mentioned of being hospitalized on (B)(6) 2014 with blood glucose of 48.3 mmol/l. Customer was hospitalized due to diabetic ketoacidosis. Customer had symptoms of excessive nausea and vomiting. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization, but it was removed. It was reported that customer discontinued insulin pump therapy on (B)(6) 2015 due to problems with pump and did not wish to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.